Manufacturer narrative:
(B)(4).

Event description:
New etq record created in order to reopen complaint number dint (B)(4) due to receipt of MDR (B)(6) lcs duofix femur complaint investigation report. Reason for original complaint - patient had lcs tkr on (B)(6) 2009. He was stiff from the start, had a range of movement of 0-40 degrees and the knee was hot and swollen. He was last reviewed on (B)(6) 2009 and xrays show a loose femur. Patient will require revision. Additional information received 27 april 2010: primary surgery tkr (B)(6) 2009. Post operative period marked by continued discomfort in affected knee joint, increasing to pain, swelling and poor range of movement over last 6 months. During revision surgery, grey staining of surrounding tissues noted. Both femoral and tibial implants removed quite easily. Underlying bone grey stained. When removed, revealed significant osteolytic lesions especially behind lateral femoral condyle. Backside of implants revealed slimy fibrous tissue. Significant boney and soft tissue (capsule and synovium) debridement undertaken. Revision implants, with stems and metaphyseal sleeves utilized. Specimen sent to pathology.

Manufacturer narrative:
Conclusion and justification status: the lcs duofix femoral components were voluntarily recalled from the market in july 2009, and the lcs duofix femoral product codes are now considered inactive. Further inspection of components will not be performed as the investigation regarding the root cause(s) and/or corrective actions are controlled under wwcapa (B)(4). Where individual retrieval analysis is undertaken to confirm the presence of alumina in the poly bearing surface then these reviews will be attached to the complaint record on receipt of the approved document. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.